Event description:
It was reported that during a lap cholecystectomy, the clip was malformed. A j-formed clip was created. Besides, the one side of jaws did not open though the trigger was moved when the device was fired out of the patient after a clip was malformed. There was no damage on the patient¿s tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the el5ml found that the device was received partially cycled with the jaws closed; the jaws were open manually and the jaws were found to be broken at the bifurcation. No further testing could be performed due to the returned condition of the jaws. The device was disassembled and evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. The batch record was reviewed and no anomalies were noted during the manufacturing process.